Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1. Upon review, the brand name has been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the issue was most likely related to bearing wear failure outside of the design life and may also be related to observed biomaterial on returned pump, as it is one of the potential contributors to pump stop. Per impella cp design trace matrix 0046-9910, the intended duration of use for the impella cp is 8 days in the north america region. No defect found related to the device being in an improper position. The cause of the positioning issue was not determined without sufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D4: corrected serial number. D9: added devices return information.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 30-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock. The patient was previously supported by extracorporeal membrane oxygenation (ECMO). While on the cp support the team added the impella rp for right sided support. The underlying medical history was not shared. After 9 days of support the motor current rose and the pump stopped. The pump was explanted and patient remained on the ECMO till the patient had a left ventricular assist device (lvad) placed the following day. There was not harm noted from the pump stop as the patient remained on ECMO. By the time of the cp pump stop the patient had already been explanted from the impella rp. Patient survived.